Event description:
Pt sitting in geri chair began sliding down. Table removed and pt pulled up, arms rubbed sides of chair resulting in skin tears. Left elbow skin tear 4cm x 2cm, right elbow skin tear 6cm x 2cm, and right upper arm skin tear 10cm x 1cm.